Event description:
Philips received a complaint on the v60 ventilator indicating that there were fluctuations in tidal volume. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) stated that the equipment was found to be working after the customer replaced the patient circuit. Clarification was requested in a good faith effort (gfe) regarding how the tidal volume was fluctuating, and if the replaced patient circuit had been a philips part. A gfe response received on 29apr2026 stated that the fluctuations were between 30ml and 50ml. The replaced patient circuit was confirmed to not be a philips part, being a "compatible patient circuit." No further part information for the circuit was provided. The rse confirmed that no v60 parts required replacement to resolve the issue. Following the patient circuit replacement, the system was found to be working properly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).